Event description:
It was reported that the patient has an infection with an open sore at the implant site and experiences pain, swelling and redness. This began when the patient's external headpiece lost the elastomer and the patient continued use of the headpiece as needed. The patient was seen by emergency room medical staff and initially prescribed keflex. The patient was later prescribed clindamycin hcl 300 mg and advised to discontinue use of the headpiece. The patient is being monitored.